Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet after entering incorrect meal announcements and meal sizes, which led to maladaptation of the system and elevated blood glucose values up to 395 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no medical intervention beyond troubleshooting and education. Investigation included customer support review, transfer for clinical support, and user training. Investigation of this case revealed user-related use error in meal entry that contributed to elevated glucose, with device performance otherwise not shown to be defective. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and dosing inputs, addressed through education and assignment for additional training.